Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 110 mm h2o. The valve was hydrated. The valve was visually inspected; biological debris was noted inside the valve casing. The valve was tested for programming with programmer 82-3126 with serial (B)(4) and programmer 82-3190 with serial (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks noted. The catheter was irrigated, no occlusions were noted. The valve was reflux tested. The valve failed the test. The valve was dried. The valve was then pressure tested at 110 mm h2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3164, with lot cplbh1, conformed to the specifications when released to stock on the 10th october 2013. The root cause of the problem reported by the customer is due to the biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The reported valve was implanted to a (B)(6) year old patient (doi and the initial setting are unk). Expansion of the ventricle was noted, but there were no apparent symptoms noted. The surgeon tried to change the valve¿s pressure setting, but it couldn¿t be adjusted at all. The valve was removed from the patient and another valve was revised instead (the article number, doi and the initial setting are unk). The patient¿s condition is fine so far. There is no further information provided by the hospital.